Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a pump error and power loss alarm. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for the pump error, and the customer was able to clear the alarm and did not receive a request to rewind the pump. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. Troubleshooting was performed for labelling issues, and the customer reported that the label was faded. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No low battery alert or pump error noted during testing. Pump rewinds properly. Pump successfully downloaded to thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump trace download analysis confirmed the pump alarmed a normal lowbatteryalert (104) on battery cycle 4.0 received the lowbatteryalert (104) on 08/31/2025 12:49:00 after more than 7 days at 13.37 days. Battery cycle 3.0 received the lowbatteryalert (104) on 08/17/2025 18:18:00 after more than 7 days at 11.84 days. Battery cycle 2.0 received the lowbatteryalert (104) on 08/05/2025 12:36:00 after more than 7 days at 14.77 days. No unexpected low battery alerts listed in the pump trace download. With reference to the battery duration failure analysis instructions, the customer did not experience an unexpected battery power loss of less than 7 days per the pump history records. In further analysis of the pump history found multiple pump error 130 alarm on 09/01/2025 from 01:17:37.000 until 17:49:23.000 and multiple pump error 43 alarm on 09/01/2025 from 05:57:29.000 until 17:49:23.000. Pump was cut open to perform visual inspection and found corroded motor home switch. The sc1 cap locks properly in place in the reservoir compartment noted. Pump received with scratched case, pillowing keypad overlay and cracked down button keypad overlay during the visual inspection. No damage on the end cap label sticker and laser etched serial number. No low battery alert or short battery life noted during testing and no unexpected low battery alerts listed in the pump trace download. Unexpected battery power loss and charge/battery lasts less than expected was not confirmed. Customer alleged not confirmed for label damage, pump error delivery stop and pump unable to rewind. Pump error 130 and 43 alarm confirmed in the pump history due to corroded motor home switch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.